Manufacturer narrative:
According to the facility "30 ml syringes have been having the finger tabs on them breaking off while attempting to use". Per the facility "this happened while we had patients open on the table, with staff and surgeon able to collect all pieces prior to wound closure". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility "30 ml syringes have been having the finger tabs on them breaking off while attempting to use".